Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were within acceptable ranges. The ccc specialist assisted the customer with replacing the peristaltic pump tubing, which was flat. The customer flushed the sample and air vent ports with bleach and hot water. The drain was cleaned and the integrated multisensor technology (imt) probe was inspected and aligned. The ccc specialist primed all fluids, ran read cycles and aligned the pumping cycle, imt and imt probe. The customer installed and conditioned a new imt sensor and repeated qcs. The qcs recovered with measurement errors. The ccc specialist found the failure was due to a sample liquid detect error. A siemens customer service engineer (cse) was dispatched to the customer site. The cse realigned the aliquot probe which was close to the edge of the drain and was causing poor cleaning and carryover into the imt aliquot. The quality controls were repeated and were within acceptable ranges. The discordant, falsely elevated potassium result was potentially caused by the aliquot probe alignment and sample detection. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension instrument, resulting lower. The repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.